Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 375cc artoura breast tissue expander, catalog #smxp120rh, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with pre-existing breast cancer underwent primary breast reconstruction with a 375cc artoura breast tissue expander. Leaking of the tissue expander in addition to baker¿s grade I capsular contracture was updated post procedure. As a result, the device was replaced with a 475cc artoura breast tissue expander.